Event description:
The customer reported the system is displaying a low ma error and is not displaying an image. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable and the snubber board. System operates as intended. (B) (4)